Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose was 27 mmol/l. The customer was admitted to the hospital. The customer got an insulin shot and was reconnected to his pump but blood glucose kept high. The customer was connected to another pump the blood glucose value were okay. The customer insulin pump will be swapped a hospital.